Manufacturer narrative:
(B)(4). A maquet field service technician will evaluate the device. Additional information on the event was also requested.

Event description:
(B)(4). It was reported that a (B)(6) male with virtually no cardiac function was placed on the rotaflow on (B)(6) 2016. On (B)(6) 2016 the patient was being transported to CT. Upon unplugging the rotaflow from an outlet in the patient's room, the device switched to battery and then immediately powered off. The staff immediately plugged the rotaflow back into the room ac power and re-established power and flow. The staff then unplugged the rotaflow again, the device went to battery power and they began to transport the patient down the hallway. Again, the battery failed and the rotaflow powered off. The staff immediately plugged the console into a hallway outlet, re-established power and flow and subsequently replaced the rotaflow console (not the drive unit). There was no negative consequences to the patient per the clinician. (B)(4).

Manufacturer narrative:
The device was evaluated by the hospital biomedical engineer and not a maquet field service technician. The engineer confirmed the issue and replaced the battery. The battery was scheduled to replaced as per the service manual. The battery was not retained for further investigation. There was no reported patient injury or harm.

Event description:
(B)(4).